Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had a pneumothorax, which required chest tube placement and hospitalization. The physician reported that there were no device issues or malfunctions that caused or contributed to the event. The cause of the pneumothorax was attributed to the anatomy/location of the nodule.

Manufacturer narrative:
A system log review was not performed as the exact event date was not provided.